Event description:
It was stated "the screw was implanted into the vertebral body. When adjusted with the height adjuster the head of the screw dislocated from the screw threads. There was enough profile to remove the screw from the pt."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.